Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: biological tissue and device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "enlarged and tender," "inflammatory exudate around breast implant. Ruptured implant," and fluid against a right side device. Drainage was performed and the device was explanted. Upon explant, the device was intact but capsule was "thickened and disintegrating." Fine needle aspiration concluded "acute inflammatory exudate" with "no evidence of atypical cells." Histopathology report showed "acute inflammatory cells that are associated with the granulation tissue" and no evidence of malignancy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and inflammation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "enlarged and tender," "inflammatory exudate around breast implant...ruptured implant," and fluid against a right side device. Drainage was performed and the device was explanted. Upon explant, the device was intact but capsule was "thickened and disintegrating." Fine needle aspiration concluded "acute inflammatory exudate" with "no evidence of atypical cells." Histopathology report showed "acute inflammatory cells that are associated with the granulation tissue" and no evidence of malignancy.